Event description:
Patient was revised to address osteolysis and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The reporting indicates the reason for revision as osteolysis and poly wear. Examination of the returned devices finds evidence that the liner had in fact disassociated from the acetabular cup. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now identified. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. Device evaluation did not identify or verify product error with regard to the report. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.